Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection. Checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed due to high isg readings and failed eis 1hz and 1024 hz readings. See attached file for results. Place and under microscope and found gold trace damaged at reference electrode and delamination at reference electrode. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed due to high readings and eis readings. Found sensor damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], calibration error/ calibration not accepted, sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Customer reports receiving a "calibration not accepted" alert. Customer entered a new blood glucose and calibration. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range and the insulin delivery suspended due to sensor glucose vs blood glucose difference. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer will discontinue to use the sensor. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.